Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with approximately 220 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level due to the reported event. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. During a follow-up call, the customer reported that the insulin gauge began to decrease as expected.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the customer's blood glucose (bg) level decreased to 49 (mg/dl), which was treated with juice. The customer reported having a "general problem" and was aware that the customer's body had a tendency to cause a low bg level, and the customer did not feel that the low bg was caused by the pump. Reportedly, the customer consulted with health care provider for assistance with diabetes management.